Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-0) exhibited an anti tachycardia pacing {atp) event. The non-boston scientific right ventricular (rv) defibrillatlon lead, as well as the non-boston scientific right atrial (ra) lead, exhibited noise and oversensing. Pacing inhibition greater than two seconds, was also noted on the rv channel. Boston scientific (tsj discussed troubleshooting options with the health care professional (hcp). No adverse patient effects were reported. The device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional pertinent information become available this report will be updated. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).